Event description:
Device 6 of 8. Reference MFR report: 1627487-2012-08497. Reference MFR report: 1627487-2012-08498. Reference MFR report: 1627487-2012-08499. Reference MFR report: 1627487-2012-08500. Reference MFR report: 1627487-2012-08501. Reference MFR report: 1627487-2012-08503. Reference MFR report: 1627487-2012-08504. It was reported that the patient had slight fluid build up around the ipg site. The patient had (B)(6) and the blood cultures were negative for sepsis. The patient stayed in the hospital for a few days and prescribed antibiotics for the infection. The scs system was explanted. No further info is available at this time.

Manufacturer narrative:
Evaluation codes: method: the device and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.